Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 545 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2018. The customer states bent infusion set are what caused the high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were some air bubbles noted in the tubing. The customer noted they do not change site every 3 days. The product was not returned for analysis.